Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2022. The patient was at her ob-gyn appointment on (B)(6) 2022 and the doctor instructed her to go to the hospital. Her spouse took her to the hospital where she was admitted to the intensive care unit (ICU) for hyperglycemia. Her cgm was 150 points different than her bg but she was unable to provide cgm and bg values. She experienced nausea, vomiting, and pain. She was treated with insulin but was unable to provide additional treatment information. The patient was pregnant at the time of the event and reported her bg was not controlled throughout the pregnancy. The patient was released from the hospital on (B)(6) 2022. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.